Event description:
It was reported that the burr became stuck in the lesion. A 1.25mm rotalink¿ burr was used to treat the target lesion located in the left anterior descending artery. During procedure, ablation was performed. Prior to ending the case, it was noted that the burr became lodged in the lesion and had to be withdrawn forcefully. The procedure was completed with this device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).